Manufacturer narrative:
The report that the ipg was ¿inoperable and nearing eol¿ was confirmed. As received the ipg was inoperable. The root cause of the inability to communicate between the clinician's programmer and the implantable pulse generator was due to power on reset as a result of the explant procedure. Analysis and longevity calculation found the device had logged the eri and eol timestamps and had normal battery depletion due to usage.

Event description:
Additional information indicates there is no device malfunction; therefore, this device is no longer considered reportable.

Event description:
It was reported, the patient lost therapy due to device reaching end of service (eos) from elective replacement indicator (eri) sooner than expected and replacement surgery was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced to restore therapy.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) late elective replacement indicator message advisory notice issued by abbott on 3 may 2024.

Manufacturer narrative:
Further analysis of the event indicates an additional regulatory report is needed as this is no longer connected to the fsca.

Event description:
Further analysis of the event indicates an additional regulatory report is needed as this is no longer connected to the fsca.